Manufacturer narrative:
Medtronic received the following information from the journal article entitled; anatomical predictors of flared limb complications in endovascular aneurysm repair https://doi.org/10.1177/1526602819851251 rodolfo pini, gianluca faggioli, giuseppe indelicato, enrico gallitto, chiara mascoli, mohammad abualhin, andrea stella and mauro gargiulo. Journal of endovascular therapy, 2019 vol 26 issue 4. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft limbs were implanted in patients for endovascular aneurysm repair between 2012 and 2017. The following events were reported: malfunction: type iiia endoleak type ib endoleak.